Event description:
I am diabetic and I use the dexcom g7. The other day, I was working out and I got a low alarm on my earbuds. It was really loud, my ears were ringing for at least a minute. It never had come to me that the dexcom g7 app doesn't have a " headphone users" warning. Thankfully, I wasn't harmed by it but what if someone had sensitive hearing was? I am glad that dexcom turns up your volume to alert you but they at least need a headphone users warning.